Event description:
Notified by the explanting surgeon the devices were explanted due to chronic infection. The surgeon stated the pt had pain and swelling since the time of implant. Investigation shows the devices were sent sterile. The implanting surgeon stated the pt sustained some trauma to the jaw following implant. The pt also had injections for pain relief. Pt-specific devices will be implanted once the infection has been controlled.